Manufacturer narrative:
H10. Internal complaint reference (B)(4). H3, h6: the reported device, used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found that mishandling the device can result in failure. Visual evaluation shows a device returned deployed. The anchor is still attached and loaded with suture. The device is intended for single use and functional test is not possible. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) incorrect suture loading (2) over tensioning the suture. (3) incorrect activation knob position. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a hip surgery, when the black button of the opus speedscrew was pressed a crunch could be heard, at this point only one of the limbs could be taken. The implant was removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h2, h3, h6: the reported device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of risk management files found that the reported failure was documented appropriately. A complaint history review concluded this was an isolate issue. A review of the instructions for use found: do not implant the anchor in poor quality bone or where bone quantity is limited. Incomplete insertion or poor bone quality may result in implant pullout or suture breakage. Do not bend, apply excessive torque, or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. The implant system requires tension to be distributed through both suture legs to achieve suture lock deployment. The use of a locking suture stitch (i.e. Modified mason-allen) requires the use of the independent tensioning feature to maintain tension in the suture legs. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. Factors that could have contributed to the reported event include: (1) tissue thickness. (2) misalignment of inserter handle. (3) excessive force. (4) over tensioning the suture. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.